Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, upon opening the jaws of the large clip applier instrument after clipping, the instrument jaws opened with the clip fixed on one side and the clip became loosen. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer used a large hem-o-lok size clip with the clip applier instrument and indicated that no fragment fell inside of the patient. The vessel or tissue bundle was less than 13mm. A backup instrument of same kind was used to continue the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument associated with this complaint and completed investigations. The instrument was found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips as a result. The complaint was confirmed by failure analysis.